Event description:
Foley catheter placed in bladder. Nnp inflated balloon with 5cc ns. Pop was heard with bright red blood return. Attempted to withdraw ns from balloon and return was blood tinged. Catheter removed; balloon had popped. There should have been only 1.5ml instilled. On the label the period looked like a comma so the individual took it to be 1,5ml rather than 1.5ml.